Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113 g5) similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to study: protocol 13-005, pt. 1450146, endoleak type 1 at the distal end of the thoracic stent graft: si. On (B)(6) 2017, the patient presented with aortic rupture from a taa = 6 cm. The patient was experiencing back and chest pain and was asa class 4. The pre-procedure CT showed tapered proximal and distal necks. The proximal neck diameter was 34 mm and the length was not measured. The distal neck diameter was 32 mm with a length of 15 mm. The patient received one zenith alpha¿ thoracic endovascular graft proximal component ( zta-p-42-173). The proximal zone of stent graft implantation was 4 using the ishimaru zone classification scale. The graft was not deployed in the intended location. The left subclavian artery was not covered by the stent and no additional procedures were performed. No reportable adverse events were observed during or after the procedure and no endoleaks were reported at the end of the procedure. On (B)(6) 2017, the patient underwent a secondary intervention to treat a distal type I endoleak. A distal extension was implanted. On (B)(6) 2017, the patient was noted to have sepsis which was treated with medication. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2017, the one-month post-procedure CT was done and showed no technical observations or imaging abnormalities. The maximum diameter of the aneurysm was 54 mm and the total length of covered aorta was 190 mm. Patient outcome: the patient remains in the study.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Manufacturers ref# (B)(4). Summary of investigational findings: it was not possible to determine the exact root cause of the reported event based on the information currently available. However, several factors described in the event description could be influencing on the development of type 1b distal endoleak. The patient received one zenith alpha¿ graft proximal component. As per the IFU the zenith alpha thoracic endovascular graft is a two-piece endovascular graft and a two-component repair (proximal and distal component) is recommended, as it provides ability to adapt to the length change over time and provides active fixation at both the proximal and distal seal sites. The distal neck length was 15 mm. As per the IFU the graft should have a minimum of 20 mm seal zone on both the proximal and distal ends. The distal neck diameter was 32 mm and the graft implanted had a diameter of 42 mm which is approximately 31% oversizing. As per the IFU oversizing of < 10% or > 25% relative to the aortic neck is strongly recommended. As per the IFU all of the factors mentioned above is potential causes of endoleak and endoleak is a known potential adverse event. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.